Event description:
Underdelivery reported: the pump was programmed to infuse a blood transfusion at 208.0ml/hr with a dose limit of 200.0ml. It was reported after one hr, approx 100.0ml remained in the fluid container. The physician was notified. No medical interventions were ordered. The pump was replaced and the transfusion was completed without event. There was no report of pt harm. Though requested, there was no add'l info available.